Manufacturer narrative:
The lift was reportedly inoperable due to a damaged power coil cord. It is likely that the power coil cord was pinched or frayed due to customer misuse.

Event description:
It was reported that the lift was inoperable on the bed.